Event description:
It was reported that the patients ipg was not holding a charge and the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was not holding a charge and was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.